Manufacturer narrative:
(Seconary intervention) - (B) (4): results: occlusion; unable to detemine the cause of the occlusion.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. The aneurysm and vessel morphology were unremarkable. The stent grafts were implanted without complication and the patient was fine. It was reported that the patient presented with leg pain approximately one month post stent graft implant. The right limb of the stent graft which was the ipsilateral limb was found occluded. The decision was made to perform a fem-fem bypass and this restored blood flow. No additional clinical sequelae were reported, and the patient is fine.